Event description:
Pt received a new dual-chamber pacing system for symptomatic two-to-one av block. Over the subsequent month facility found that the pacing threshold for the ventricular lead was unacceptably high and was not coming down. Therefore, it was decided to explant the lead.